Manufacturer narrative:
Patient was born (B)(6) 1960.

Event description:
It was reported that the blades of the device lost rotation. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) and popliteal artery of an unspecified limb. An undersized non-bsc stent that had previously been implanted was noted in the popliteal artery. During the procedure when the device was actively running, it began making an abnormal noise while engaging the tightest part of the lesion. The device was unable to pass through the lesion, became bogged and the blades quit spinning. After the device would not pass through the lesion, the physician decided to continuing treating the more proximal diseased segments. The device continued emitting an abnormal noise, even when it was not engaging the lesion. The physician felt the plaque in the stent was too fibrotic, and the insufficiently dilated stent in the popliteal artery contributed to the device issues. Afterwards, the device was removed from the patient. The procedure was completed with a non-bsc atherectomy device. The patient is fine and no complications were reported.